Event description:
Customer reported the panorama central station's server had intermittent lost communication, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included swapping servers, reloading backup and designating another server as the master server. System is running fine.